Event description:
The device was used during a hernia repair procedure. Reportedly, the staples did not form properly and the device misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.